Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump unable to vibrate during the self test. Unable to determine root cause due to pump preservation. Pump received with no battery installed. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2017 due to pump received without battery installed.

Event description:
It was reported that the customer passed away at home. The cause of death was esophagal cancer. The caller stated that the customer had cancer that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The pump was unable to vibrate during the self test.